Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('right essure device had migrated within the uterine cornua, malposition/migration of essure device:uterine cornua') and gallbladder operation ('surgery (other)- gall bladder,') in a (B)(6) year old female patient who had essure (batch no. 844599) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. On *(B)(6) 2013-procedures performed: laparoscopic cholecystectomy.the patient underwent a laparoscopic cholecystectomy on (B)(6) 2013 with normal postoperative hospital course. Concurrent conditions included psoriasis. Concomitant products included clobetasol propionate. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, the patient experienced genital haemorrhage ("abnormal excessive bleeding/abnormal bleeding(general)") and fatigue ("fatigue"), 1 year after insertion of essure. On (B)(6) 2013, the patient experienced migraine ("migraines"), headache ("headaches") and nausea ("nausea") and was found to have weight increased ("weight gain"). On (B)(6) 2016, the patient experienced female sexual dysfunction ("apareunia (inability to havesexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower. On (B)(6) 2018, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2018, the patient experienced eye disorder ("eye problem/vision/eye problems type: eye"). On an unknown date, the patient underwent gallbladder operation (seriousness criterion medically significant) and experienced back pain ("low back pain/back pain"), urinary tract infection ("uti"), vulvovaginal mycotic infection ("yeast infections"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), ovarian cyst ("ovarian cyst"), vaginal discharge ("vaginal discharge"), pain in extremity ("legs pain") and cystitis ("bladder infection"). The patient was treated with surgery (bilateral partial salpingectomy with removal of essure). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, genital haemorrhage and back pain had not resolved and the gallbladder operation, urinary tract infection, vulvovaginal mycotic infection, female sexual dysfunction, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, fatigue, migraine, headache, nausea, ovarian cyst, vaginal discharge, weight increased, pain in extremity, cystitis and eye disorder outcome was unknown. The reporter considered back pain, bladder disorder, cystitis, device dislocation, dysmenorrhoea, dyspareunia, eye disorder, fatigue, female sexual dysfunction, gallbladder operation, genital haemorrhage, headache, migraine, nausea, ovarian cyst, pain in extremity, urinary tract disorder, urinary tract infection, vaginal discharge, vulvovaginal mycotic infection and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: *plaintiff is currently investigating removal options, as she has not yet been able to undergo surgery to remove the essure. Approximate weight at the time of essure placement (B)(6) lbs. Current weight (B)(6) lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 75.1 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Reporter information ,explant date added and product removal details updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device dislocation ('right essure device had migrated within the uterine cornua, malposition/migration of essure device: uterine cornua') and gallbladder operation ('surgery (other): gall bladder'). In a 27-year-old female patient who had essure (batch no. 844599), inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included: obesity. On (B)(6) 2013, procedures performed: laparoscopic cholecystectomy. The patient underwent a laparoscopic cholecystectomy on (B)(6) 2013 with normal postoperative hospital course. Concurrent conditions included: psoriasis. Concomitant products included: clobetasol propionate. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, the patient experienced genital haemorrhage ("abnormal excessive bleeding/abnormal bleeding(general)"). And fatigue ("fatigue"), (B)(6) year after insertion of essure. On (B)(6) 2013, the patient experienced migraine ("migraines"), headache ("headaches") and nausea ("nausea"). And was found to have weight increased ("weight gain"). On (B)(6) 2016, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). And dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower. On(B)(6) 2018, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2018, the patient experienced eye disorder ("eye problem/vision/eye problems type: eye"). On an unknown date, the patient underwent gallbladder operation (seriousness criterion medically significant) and experienced back pain ("low back pain/back pain"), urinary tract infection ("uti"), vulvovaginal mycotic infection ("yeast infections"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), ovarian cyst ("ovarian cyst"), vaginal discharge ("vaginal discharge"), pain in extremity ("legs pain") and cystitis ("bladder infection"). The patient was treated with surgery (bilateral partial salpingectomy with removal of essure). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, genital haemorrhage and back pain had not resolved. And the gallbladder operation, urinary tract infection, vulvovaginal mycotic infection, female sexual dysfunction, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, fatigue, migraine, headache, nausea, ovarian cyst, vaginal discharge, weight increased, pain in extremity, cystitis and eye disorder outcome was unknown. The reporter considered back pain, bladder disorder, cystitis, device dislocation, dysmenorrhoea, dyspareunia, eye disorder, fatigue, female sexual dysfunction, gallbladder operation, genital haemorrhage, headache, migraine, nausea, ovarian cyst, pain in extremity, urinary tract disorder, urinary tract infection, vaginal discharge, vulvovaginal mycotic infection and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: plaintiff is currently investigating removal options. As she has not yet been able to undergo surgery to remove the essure. Approximate weight at the time of essure placement 400 lbs. Current weight: 475 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 75.1 kg/sqm. Hysterosalpingogram: on (B)(6) 2011, results: total bilateral occlusion. Lot number#: 844599, manufacture date: 2011-03, expiration date: 2014-03. Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations, during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 28-jun-2021, quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.